Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that patient said the device is not working. Cause was not determined. The patient stated she could feel the stimulation yesterday, but now her device is not working as it says communication error no leads attached. The patient has unplugged the lead form the ens and plugged it back in on her own, but after tapping retry the communication error still appears. The patient was advised to please contact her clinician's office for further assistance. No symptoms were reported. Additional information was received from the patient. They reported that their her device is still not working, but should be getting this resolved at the clinician's office today. On (B)(6) 2022, patient stated their device still wasn't working. On (B)(6) 2022, it was reported the patient received new lead for their stage 1 yesterday on the right side as the previous lead placed (B)(6) 2022 moved from not following movement restrictions given to the patient. Patient moved out of her house all weekend. Still unknown cause of why her handset wasn't able to communicate with the ens as it should have just had to turn stimulation up we troubleshooted by retesting the lead before hcp decided they couldn't leave a lead that was inadequate in the patient for her trial. The connection between the extension and the lead was just as he left it on the (B)(6). The new lead was placed and connection to a new extension wire from the rep's trunk stock was used and connections work perfectly. They are sending in the lead and the extension that was explanted on (B)(6) 2022. On (B)(6) 2022, the patient stated they were experiencing a lot of pelvic pain.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2mh05, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mh05 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead h3: product returned for analysis 05sep2022 but not yet evaluated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's rep reported that after lead replacement the patient had a successful trial and now has a device implanted.

Manufacturer narrative:
H3: analysis of the lead (lot# va2mh05) revealed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.